Event description:
This rn was attempting to place IV. IV catheter threaded and safety on needle did not work therefore exposing entire needle. Rn did not get stuck by needle. This rn verified entire needle was removed from patient and intact. IV catheter removed just in case to verify catheter was intact as well. Needle ref# (B)(4). Lot# 2258784.